Event description:
It was reported to medtronic minimed that the customer experienced damage to plastic cartridge of inpen. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed and confirmed that customer reported dose knob or dial difficult to turn. Inpen replacement initiated. No harm requiring medical intervention was reported. The customer will discontinue the use of pump. Product mmt-105nngyna will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Per visual inspection: broken off piece at the cartridge holder. No damage to inpen front and back shell was noted. Unit paired successfully to commercial app. Found no cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Unit passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.65 ozf-in). Inpen passed front cap investigation with a test cartridge holder. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.